Event description:
The customer reported that only lead v2 of 12-lead ECG could be acquired.

Manufacturer narrative:
The customer reported that only lead v2 of 12-lead ECG could be acquired. The customer isolated the issue to the ECG leads trunk cable. Philips sent the customer a replacement ECG leads trunk cable to resolve the issue. Based on the customer's evaluation and report, we consider this to have been a malfunction of the ECG leads trunk cable.